Event description:
The report from the field indicated that: the patient was admitted for an elective procedure to the rca with a diagnosis of exertional angina with burning. The target vessel was the 2.5mm ostial rca, and the 8-10mm lesion was calcified and ostial. The 2.5x13mm cypher stent was deployed at 15atms for 45 seconds. There was reportedly no possibility of dissection, no untreated disease, and healthy tissue-to-healthy tissue coverage. Residual stenosis was 0%. Two year later, the patient returned with chest pain from acs, and was found to have a broken stent at the previously stented ostial rca lesion. Half of the stent was protruding into the aortic root with a 90% obstruction lesion there. Ptca was attempted, but was unsuccessful-the patient went to the or and had emergent bypass. The patient had a ntg infusion 20mcg/min IV. On admission, he was taking aspirin daily, plavix 75mg/day, metoprolol 50 mg twice a day, imdur 30mg/day, hctz 12.5mg/day, altace 20mg/day, lipitor, nexium, albuterol, and nitroglycerin. The day before he was treated for the stent fracture, the patient had myocardial perfusion which showed significant inferior wall ischemia. Per report, cardiac catheterization showed the fracture of the stent in its mid body with retrograde migration of the proximal stent, which extended approximately 5mm into the aorta. Attempts were made to engage the extended portion, however, the proximal stent fragment was displaced slight inferiorly without complete dislodgement and the procedure was abandoned. The same day, the patient underwent successful CABG x1 (saphenous vein graft to distal rca), and aortotomy with removal of loose half of the stent in the ostia of the rca. Per report, the 3-4mm stent fragment came out of position in the rca ostium with just touching on it. So the risk of embolization was sure. The rca was reported to be a severly diseased vessel. Bypass was performed in the distal rca, just distal to the takeoff of the pda. Postprocedure, the patient was transferred to the ICU in stable condition.